Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the investigation results, the root cause could not be identified. However, it is likely that damage to the image sensor unit (e.g., disconnection) or failure of mounted components (e.g., integrated circuit chip, capacitor) on the electrical board, due to stress from use, external factors, or handling led to the e315 malfunction. The event can be prevented by following the instructions for use which state: chapter 3: preparation and inspection this chapter explains the equipment you need to prepare and how to inspect it before using this product. 3.1 flow of preparation and inspection this section outlines the steps for the tasks described in this chapter. Before using the product, ensure that you perform the following preparations and inspections. Additionally, inspect any related equipment used in conjunction with this product according to their 'electronic documentation' or 'user manual.' If any abnormalities are suspected during the inspection, follow the procedures outlined in "chapter 5: handling abnormalities." If it is clearly determined that there is a malfunction, do not use the product and follow the instructions in "5.4 sending the endoscope for repair" to have it repaired. Warning using an endoscope suspected of abnormalities can not only prevent it from functioning properly but also potentially damage the equipment or harm the patient or operator. Chapter 5: if abnormalities occur this chapter explains how to handle situations where abnormalities occur. 5.1 in case of abnormalities if any abnormalities are suspected during the inspection described in "chapter 3: preparation and inspection," do not use the product. Instead, follow the procedures outlined in "5.2 identifying and handling abnormalities." If the product still does not return to a normal state, follow the instructions in "5.4 sending the endoscope for repair" to have it repaired. If an abnormality occurs while using the endoscope, immediately stop using it and carefully withdraw the endoscope from the patient according to "5.3 removing the endoscope with abnormalities." Warning never use an endoscope if abnormalities are suspected. It may not only fail to function properly but also potentially cause injury to the patient¿s body cavities or to the operator and damage the equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the malfunction occurred during an inspection for use in a diagnostic procedure that was completed with a similar device.

Event description:
It was reported that there was a scope communication error e315 when using the flex video scope. There was no patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.